Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n:(B)(6) found no anomalies. Analysis of the implantable intrathecal catheter (s/n:(B)(6) found a tear in the sc connector which leaked during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 137.8 mcg/day via an implantable pump. The patient¿s medical history included ms (multiple sclerosis). It was reported that the patient had no signs or symptoms really. The refills were difficult per the nurse practitioner that did the refills. The managing nurse practitioner and physician thought the difficult refills were due to scar tissue on top of the pump. They started to feel fluid over the pump in the pump pocket over the past year, no exact date given. The residual volumes were within normal range. They just wondered if maybe the pump and or connector might have been leaking a little into the pocket. The environmental, external or patient factors that may have led or contributed to the issue was the patient was very small and the 40ml pump was large. Per the reporter, the other thought was the pump pocket space was too small for the patient and maybe led to rubbing and fluid in the pocket. The diagnostics and troubleshooting performed was they were checking residual volumes at normal refills, but everything was within normal range at refills. The actions and interventions taken to resolve the issue was it was close to the time of replacing the pump, so they decided to monitor the patient and wait until replacement of the pump. This was a normal replacement of a plump due to end of life of pump. They did go down to a 20 ml pump and asked the surgeon to suture the pump down well to help with moving pump within the pocket. It was noted that the only reason the pump and connector were being returned is the patient was developing what seemed like fluid in the pump pocket for the past year. The managing physician and the patient were wondering if the pump was leaking into the pocket, could it have been the pump or the connection with the catheter. The surgeon replaced the connector just in case as well. The patient had no clinical effects, they just had fluid when they would palpate to perform the refills. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.